Event description:
Customer reports to have gone into thresholds suspend showing blood glucose of 41 mg/dl when blood glucose was actually 244 mg/dl. Customer's blood glucose at the time of call was 395 mg/dl. Customer was initially advised by healthcare professional to place sensor in his back. Customer states he saw his endocrinologist who advised him to wear sensor on love handles. Customer states sensor began to work well. Customer was advised to continue to monitor the situation and call back if needed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.